Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a tavi (transcatheter aortic valve implantation) procedure on the (B)(6) year old female patient with calcified femoral artery, the 18fr side arm separated from arterial sheath, causing significant blood loss. This was not noticed for a short period of time. The patient's baseline hb was (B)(6) (already low) immediately after blood loss. A blood test was taken and hb came back at (B)(6). The artery was calcified, closure devices failed and the patient also required cut down to repair, also, packed cells the patient required 1 unit of blood transfusion with no haemodynamic complications.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history, drawing, manufacturing instructions (mi) and quality control (qc) was conducted. No product was returned to assist in the investigation; however, a review of the complaint history, device history record, drawing, manufacturing instructions and quality control (qc) was conducted. Based on the description of the event, "during a tavi (transcatheter aortic valve implantation) procedure on the 70 year old female patient with calcified femoral artery, the 18fr side arm separated from arterial sheath, causing significant blood loss." The resulting patient harm due to this event was additional procedures -- required cut down due to failure of devices and packed cells blood transfusion (B)(4) unit. Per incoming quality control, there is an inspection, confirming the connecting tube is securely attached to the sidearm; however, without the benefit of a returned complaint device, a definitive root cause could not be determined. Per the quality engineering risk assessment (qera) no risk reduction activities are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a tavi (transcatheter aortic valve implantation) procedure on the (B)(6) year old female patient with calcified femoral artery, the 18fr side arm separated from arterial sheath, causing significant blood loss. This was not noticed for a short period of time. The patient's baseline hb was (B)(6) (already low) immediately after blood loss. A blood test was taken and hb came back at (B)(6). The resulting patient harm due to this event was additional procedures -- required cut down due to failure of devices and packed cells blood transfusion (B)(4) unit with no haemodynamic complications.